Event description:
Very little info was received on this event from the end user as it was reported that the clinician in the responsible department at the facility was on medical leave. It was reported that the impact eagle ii portable ventilator was being used to support a pt when it was reported to be "continually alarming" indicating an "internal malfunction". The end user reported there were no adverse events to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, without further info, it is assumed that the unexpected behavior of the ventilator caused the need to use back-up ventilation. This event is being submitted as a serious injury event because it is assumed that the use of back-up ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the input testing confirmed the device malfunction. A faulty cpu/ uim pcb was replaced. Preventive maintenance, calibration, burn-in and output testing were performed following the repair to confirm device function. The unit was returned to the end user after it tested within specification.